Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 through (B)(6) 2022 for driveline infection. The patient was admitted again for driveline infection on (B)(6) 2024. The patient had fever and pain around the driveline. Culture showed methicillin-resistant staphylococcus aureus (mrsa). The patient was treated with intravenous vancomycin and transitioned to oral long-term minocycline, doxycycline, and bactrim (ultimately drug resistant). The patient was followed by the infectious disease (ID) department over the entire course. The infection never resolved. Additionally, the patient was on hospice and had an expected death on (B)(6) 2025. The patient's outcome was not device or therapy related. The cause of death was due to hospice. The pump would not be explanted. The reason for hospice was end stage heart failure, driveline infection, and dementia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.